Manufacturer narrative:
The field engineering specialist checked multiple components on the analyzer all with acceptable findings. There were no fibrin or clots present in the patient samples. The investigation determined that based on the currently provided data a general reagent or hardware issue can be excluded. The investigation is currently ongoing. The event occurred in: (B)(6).

Event description:
The initial reporter complained of questionable crep2 creatinine plus ver.2 result for 5 patients tested on a cobas 6000 c (501) module compared to a dimension exl and a cobas 4000 c (311) stand-alone system. Refer to the attachment for patient data. The results in question were reported outside of the laboratory. The cobas c501 serial number is (B)(4). The cobas c311 serial number was not provided.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.